Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, on (B)(6) 2010 the j-tube was positioned. On (B)(6) 2011 the patient had an egds performed and it was noted the patient had a gastric duodenal ulcer. The j-tube was removed and replaced with a new two port through the peg jejunal feeding tube. The patient is reported to have been receiving enteral nutrition since (B)(6) 2010 due to severe body weight loss (from 55kg to 35kg). The patient expired on (B)(6) 2011 due to myocardial infarction. The physician stated it is not known what caused the myocardial infraction however it was not related to the j-tube.